Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that coronary artery restenosis occurred. In (B)(6) 2014, the patient underwent percutaneous coronary intervention(pci). The 90% stenosed, 5mmx3.0mm target lesion was located in the bifurcation area of a mildly calcified and non-tortuous proximal left anterior descending artery (lad). The lesion was pre-dilated and was treated with placement of a 3.0x12mm promus element ¿ stent at 16 atmospheres. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2014, the patient present with coronary artery restenosis in proximal left anterior descending artery (lad) which was treated with coronary artery bypass grafting (CABG). In (B)(6) 2014, the outcome of event was good.